Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and seroma.

Event description:
Patient reported breast pain and suspected seroma. Device remains implanted. This relates to an unknown side.

Event description:
Patient reported breast pain and suspected seroma. The device remains implanted. This relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.